Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
Na

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male presented in ER with chest pains/shortness of breath. Test date: (B)(6) 2013: method: time: result: I-stat, 12:35am, 0.94 (positive result). I-stat, 12:58am, 0.00 (negative result). Vista, 01:08am, <0.015 (negative result). EKG showed premature ventricular complex. There was no other patient information received at this time. Based on the information available at the time, there were no injuries associated with this event.